Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of a separation that occurred under the drip chamber of the interlink basic solution set while preparing the chemo drug etoposide (vp-16). On (B)(6) 2011 a technician was mixing a dose of vp-16 in 500cc of ns. First he spiked the bag with the tubing and primed the line with saline. He then clamped the line with the blue clamp and the roller clamp. He hung the bag of ns in the hood. At that time no leaking was noted. He then pulled up the chemotherapy in a syringe and injected the bag with the drug thru the injection port of the bag. He placed a label on the bag and as he took the bag off of the hook in the hood, he noticed a cool sensation on his hands and in his lap through his gloves and gown. When he looked down in his lap he noticed a pool of liquid. He immediately searched for the tubing to be unclamped anywhere and found all clamps secure. As he inspected further he noticed that the tubing had become dislodged from the drip chamber. The ns and vp-16 mixture had soaked through his gown and when through his scrub pants, down his legs and soaking his socks and shoes. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, the customer provided a picture for visual inspection. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.